Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 44 mg/dl (active system 1), 32 mg/dl and 31 mg/dl (active system 2), and 104 mg/dl (performa system).